Manufacturer narrative:
Cmp (B)(4). Concomitant products: 11-300920 523180 arcos 20x190mm spl tpr dist 650-1057 3340647 cer bioloxd option hd 36mm ep-105996 530690 epoly 36mm rlc lnr mrom sz26. This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 2 years post-implantation due to fracture of the proximal stem. During the revision procedure, the proximal and distal stems, femoral head and acetabular liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Material analysis confirms that the product is made of the right material and indicates the fracture is due to fatigue. Patient was noted to be obese and (B)(6). This likely contributed to the fracture, but exact cause of the fracture cannot be determined. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.